Manufacturer narrative:
(B)(4). Method: the complaint neopuff device was received at the fisher & paykel healthcare (fph) service center in the us and was inspected by a trained fph service engineer. Our investigation is based on the photographs and service report provided by our office. Results: visual inspection of the provided photographs and evaluation of the provided service report revealed that the subject neopuff revealed physical damage to the gas inlet port and manometer and the manifold was found broken. This appeared to be the result of an impact to the device. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: it is most likely that the physical damage to the neopuff was caused by some sort of impact. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. The neopuff has been repaired at the us service center, and returned to the customer after passing the performance checks specified in the neopuff technical manual. Device was repaired/returned to customer

Event description:
A healthcare facility in the us reported that the rd900 neopuff infant resuscitator had a "broken top". A service was requested. During servicing, which was conducted by a fisher & paykel healthcare servicing agent, it was observed that the gas inlet port and manometer were damaged and the manifold broken. No patient consequence was reported.